Event description:
It was reported that the patient experienced vasoplegic shock, potentially due to a bacterial infection, as the patient was noted to have been hospitalized in the intensive care unit (ICU) for more than 10 days. It was noted the patient was under antibiotherapy. The patient's mean pressures were noted to have dropped and the patient had acidosis. Increased doses of noradrenaline and dobutamine to stabilize the mean pressure were administered, and the patient was put on hemodiafiltration for the acidosis. Additionally, low flow alarms were noted. The cause of the low flow alarms was reported to be hypovolemia due to vasoplegia. The patient was noted to have passed away. The patient's death was not considered device related, but instead due to the patient's clinical condition. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for these events could not conclusively be determined through this evaluation; however, the account reported they were caused by hypovolemia due to vasoplegia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.